Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise was reported on this rv lead, noise dates back to (B)(6) 2019. Lead appears to remain implanted.